Event description:
Initial information was reported by a physician to a sales representative in 2009: a male pt received his third or more series of hyaluronate sodium [hyalgan] and developed stevens johnsons syndrome. He had an allergist look at the case and the only thing the physician can link it to are the injections of hyaluronate sodium. No further relevant information reported. Corrective treatment: unk.

Manufacturer narrative:
This adverse event was temporarily related to the treatment with hyalgan, but apart from that, there are no other reasonable grounds (clinical or laboratory findings, evidences from literature) for determining whether the intraarticular administration of hyalgan may have caused or contributed to the event, even though no other causes have been found at the present. The product safety database has been consulted looking at adverse events involving stevens johnson syndrome. It can be confirmed that the only case of stevens johnson syndrome recorded worldwide since 1987, when hyalgan was first put on the market, is the present one.